Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to deliver an unspecified volume of normal saline at a rate of 100ml/hr via a sigma pump. The secondary tubing set was being used for piggyback delivery of an unspecified concentration of magnesium sulfate at an unspecified delivery rate. After an unspecified length of time in use, the nurse noted the secondary solution was backflowing into the primary tubing set and stopped the deliveries. The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were reported. The customer contact stated that the patient's vital signs remained stable during the event. Though requested, no additional information was provided. (B) (6).

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4), (B) (4).